Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the total knee arthroplasty for the osteoarthritis of the knee. During the surgery, when the surgeon opened the package of the attune medial dome pat, the blister pack was peeling and difficult to open. Blisters remain on the plastic packs. The surgery was completed successfully within 30 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence provided were reviewed and found the packaging has signs of difficulty when opened. The reported difficult to open condition was confirmed. However, no signs of damage were found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [product code: 151820032, lot number: 3789729] number, and no non-conformances / manufacturing irregularities related to this issue were identified. Device history review : attune medial dome pat 32mm, product code: 151820032, work order: (B)(4) was manufactured on 04-may-2022. 35 parts were manufactured per specification and all raw materials met specification. Expiry date: 30-apr-2027. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there was 01 non-conformance associated with this lot, but the non-conformance was about the orientation of the blisters in cartons and is unrelated to this complaint.